Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 230 mg/dl. The customer treated their blood glucose levels with a bolus. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer did not return the product back for analysis.